Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the vessel sealer extend had a damaged conductor wire. The user was completing the procedure as planned using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of failed dislodged conduct wire to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire dislodged from the distal end at the snake wrist. A loop of the wire protrudes above the outer surface of the wrist. The wire insulation was not damaged and the instrument passed the electrical continuity test. Probable root cause is attributed to issues include instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove."

Event description:
Refer to h11 for follow-up information.